Manufacturer narrative:
(B) (4. (B) (4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic appendectomy procedure, first time noises heard during firing, could not be opened correctly. Second time device could not be opened. Converted to open to finish the procedure. The pt is fine, the second instrument needed to be cut off therefore, the surgery was converted to open. No other complications.